Event description:
After successful inflation of the balloon in the pulmonary artery, the physician felt resistance with the sheath introducer during withdraw. The pt is a male. The vessel had no calcification or tortuousity, and an 80% stenosis. The product was properly inspected an prepped prior to use. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with a balloon. There was no report of resistance with the sheath during insertion of the balloon. There is no information available as to what atmospheres the balloon was inflated or how many times that balloon was inflated during the procedure. An indeflator was used in the procedure. When removing pressure from the balloon, the physician believes that the balloon did not re-wrap properly, causing the withdraw difficulty with the sheath. The physician eventually was able to get the balloon out, through the sheath. The procedure was completed at this point and there was no report of injury to the pt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.